Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent deployed in an unintended site. Device issue: stent migration. It was reported that the pt was presented in cardiac arrest and on a ventilator. The procedure was to treat a lesion above the bifurcation. The vessel was extremely tortuous. After deploying the stent, angiography showed good results; however, when looking at a different view, the stent was observed floating in the proximal lad. It is unclear if the stent dislodged or migrated proximally. The vessel was rewired and a powersail balloon was used to deploy the stent proximal to the target lesion. There were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
.